Manufacturer narrative:
Investigation is ongoing and the results will be reported when aviable. The manufacturing number is (B)(4).

Event description:
After the surgery, the patient developed a 0.5 cm vaginal mesh extrusion upon examination and experienced vaginal bleeding and a uti.